Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents on of two product that was used in the procedure and is related to mfg # 9616099-2007-00764 and 9616099-2007-00765.

Event description:
In 2007, an insent restenosis of two stents that were placed in the left superficial femoral artery (sfa) was observed. The severity was moderate. The occlusion was not treated. The patient is a female, with a history of peripheral vascular disease and smoking who was enrolled in the study. The index procedure took place in 2006. The target vessel was straight; the lesion was de novo, calcified and eccentric. The total lesion length was 180 mm, of which 30 mm was occluded. The rest of the lesion was 85% stenosed. The distance between the distal edge of the lesion and the rest of the lesion superior edge of the patella was 13cm. Pre-dilation was done with a 4 x 80 mm invatec submarine balloon. Two smart stents (6 x 120 and 6 x 100) were placed in the mid and distal sfa. Post-dilation was done with a 4 x 120 mm invatec sailor balloon. There was 0% stenosis after stent placement and post-dilation. The site reported no dissection during and after the procedure. Twenty-four hours prior to the procedure, 100 mg aspirin was administered. At the beginning of the procedure, heparin was given, total dose during the procedure: 5000 iu. Discharge medication: aspirin, clopidogrel.